Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. The issue occurred with multiple cartridges. Customer's blood glucose level was 140 mg/dl. A cartridge change was performed resolving the issue.